Event description:
It was reported that during the implant procedure, a dissection of the coronary sinus occurred after cannulation. No intervention was required. The lead was implanted and the patient was discharged in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.